Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that his daughter was passed out and he required ems assistance to revive her. The customer was also hospitalized for a high blood glucose event caused by a blood infection. The customer had a pacemaker put in and she has gastroparesis from diabetes. The customer's blood glucose has been unstable for the past four or five weeks due to a bad batch of insulin. No further details were provided regarding the hospitalization events. The insulin pump was not returned or replaced.